Event description:
It was reported that while removing the yellow sheath from the 3.5 x 12 mm delivery system, some resistance was felt. After the sheath was removed, it was found that the clear sheath was also removed and the implant was dislodged from the balloon. This occurred during un-packaging; therefore, there was no patient involvement and no clinically significant delay in the procedure. A new xience prime stent delivery system was used successfully. No additional information was provided. Return device analysis revealed a balloon separation at the proximal seal.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported implant dislodgement could not be confirmed; however, a proximal seal separation was noted. The reported difficulty removing the protective sheaths could not be replicated as the returned device was not returned in a condition in which the test could be performed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.